Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a gear train anomaly of corrosion and/or wear and/or lubrication and the stall was due to gear wheel 3. Analysis of the catheter (unknown sn) found the sc connector had coring/tear/cuts in the seal that met leak criteria per ndhf1162-113599.

Manufacturer narrative:
Conclusion code no longer applies to this event. Conclusion code applies to the pump and applies to the catheter.

Event description:
It was reported that the patient came with underdose symptoms to the emergency unit. According to a pump interrogation, a motor stall occurred on (B)(6) 2014 at 21:11. The pump was replaced. During the replacement surgery no cerebrospinal fluid (csf) backflow from the catheter was observed; however, they did not change the catheter. The pump was being used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Analysis also noted that with visual inspection of the pump minimal needle punctures were found but there was evidence of needle skid in the metal ring that surrounds septum and a needle skid that went across the septum material. As the pump was already destructively analyzed, modified septum testing done. The pump fluid path including the fill septum was not destructively analyzed. The pump could not be submerged under water, so the pressure monitor test did show a steady reservoir pressure of about 18.5 psi. The 30 psi septum test was modified as well. The technician was able to put a large "beed" of water on the septum and watched for a slow leak air bubble to occur. If a breach was present in the septum the pump would not be able to hold pressure. No breach in the septum was encountered during analysis. This pump was also associated with manufacturer report # 3004209178-2014-04986.

Manufacturer narrative:
Product ID: 8709, serial# unknown, product type: catheter. (B)(4).